Manufacturer narrative:
.

Event description:
The customer reported the touch screen would not respond to touch; could not turn off via the touch screen. The customer reported there was patient involvement but no patient harm.